Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture on the right atrial (ra) lead. The field representative provided the patient had a coronary bypass surgery. After the surgery the ra lead did not capture. Subsequently a revision procedure was performed, and the ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. This ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator. The ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.